Event description:
Patient reported they were informed by their orthodontist that they had to get traditional braces due to the severe overbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.